Event description:
On the 14th february 2001 a nellcor puritan bennett employee received info regarding an issue with a npb 395 pulse oximeter. The customer alleged "pt reading 100% o2 saturation while utilizing nellcor n395 pulse oximeter. Pt visual assessment indicated blue color and cold extremities. Pulse oximeter probe switched to a hewlett packard and o2 saturation read 60-70%. Pt progressed to respiratory arrest." On the 21st february 2001 received further info stating "pt was reading 100% on nellcor oximeter, they put on a hewlett packard with the same sensor and it was reading 70% and shortly after that the pt died."